Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient (unknown race) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and two days after start of the support, the patient experienced an acute right groin hematoma and bleeding with hypotension. Heparin was discontinued, two units of packed red blood cells (prbcs) were given, manual pressure applied and femstop was placed. The patient was hemodynamically stable after administration of the prbcs. A couple of hours later, the device was successfully weaned and explanted (noted not as a result of the complication) with the patient's outcome as survived.